Event description:
It was reported that the 9600 system shut down during a case. Also, there was a problem with the hand controller. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.